Event description:
Boston scientific received information that an advocate for the patient implanted with this pacemaker reported the remaining longevity was nine years when the device was implanted one year ago. At the device check this year, the remaining longevity was 6.5 years. There was concern that the device was depleting prematurely, or that the device had a defect. A boston scientific technical services consultant referred the advocate to the patient's physician to determine if the device was functioning properly and depleting at a normal rate. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.